Manufacturer narrative:
Additional information was received that the reason for the explant procedure was inadequate pain relief.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.